Event description:
It was reported that a patient was not getting therapeutic relief with the device. The reporter stated that therapy worked at the beginning. It was noted that the patient had dementia and the patient¿s healthcare provider suggested that they find out the status of therapy and then turn therapy off. The device as on program 2 at a setting of 5.3 and therapy was turned off. It was reported that there was a ¿consideration to remove the implant.¿ it was later reported that the patient had a urinary tract infection, the patient started to complaint about going more, and it turned out she had an infection. It was noted that they were trying to get medical clearance to remove the device. The reporter stated that it wasn¿t know if turning stimulation off was what caused the infection or if ¿it was bad before¿ and that was causing some of the problems the patient had. It was noted that the device was checked, a therapy setting of 2.5 was seen, and therapy may be turned back on again. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_prog, serial# unknown, product type: programmer., physician product ID: 3889-28, lot# v914061, implanted: (B)(6), product type: lead. (B)(4).